Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was transplanted, and that the patient had a previously unreported driveline infection with associated drainage. The patient had required and procedure for driveline site revision. The patient had been compliant with antibiotics. Additional information was requested but was not provided.

Manufacturer narrative:
Device was returned. A direct correlation between the left ventricular assist system (lvas) and the reported infection could not conclusively be established through this evaluation. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned detached from their respective pump ports. The pump appeared to have been exposed to a fixative prior to receipt. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed loosely seated depositions in the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that they were present in the pump while it was operating. A correlation between the identified depositions and the reported infection could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.